Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (69) lvp modules experienced membrane frame separation. There was no report of patient involvement confirmed per customer. Biomed reported that they will replaced with the doors allocated for the keypad recall to repair these devices.

Event description:
It was reported that (69) lvp modules experienced keypad separation .there was no report of patient involvement confirmed per customer.

Manufacturer narrative:
The file is now deemed as non-reportable - cancel MDR h3 other text : the file is no longer reportable.